Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded episodes where the patient experienced atrial fibrillation (af) and was treated with inappropriate anti-tachycardia pacing (atp) and shocks. Technical services (ts) was consulted and confirmed that atrial rate was greater than the ventricular rate, with a rapid ventricular response due to af. The therapy delivery accelerated the rhythm into ventricular fibrillation which was successfully converted with a shock. Reprogramming options were recommended. This device remains in service, and no additional adverse patient effects have been reported.